Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2024 additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7226946.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a trial and at the end of the trial period, had his leads removed. At the trial lead pull, it was discovered that the patient experienced redness, swelling and pain in his right foot. The patient was sent to the emergency room and treated with anti-inflammatory medication. The redness and swelling has since improved although the pain has remained. The physician assessed that there was a possibility that a nerve was touched during the trial, however, it is not believed to be device related or procedure related. The patient was referred to a foot specialist to resolve the pain. The trial leads will not be returned as they were retained by the medical facility.